Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed bacteremia and was admitted to the hospital. While in the hospital an alert was triggered for high impedance on the right ventricular lead and fracture was suspected. The implantable cardioverter defibrillator (ICD) was explanted and the leads were unable to be extracted since they were calcified so they were cut and capped. The system was not replaced due to the infection. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.